Event description:
The pt reported that in 2009, the infusion tubing broke off of the infusion set headset. She stated that the infusion set had been in use since a day prior. Her blood glucose was elevated to 21.2 mmol/l (382 mg/dl). She changed the infusion set and injected insulin via pen to lower her blood glucose. Her normal blood glucose range is 8 mmol/l (144 mg/dl) to below 10 mmol/l (180 mg/dl). No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.